Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00280. Related manufacturer report number: 2017865-2020-00281. It was reported that the patient experienced a pleural effusion soon after device implant. Upon interrogation, all measurements were found to be stable and within normal limits. Intervention was performed to drain the effusion. The patient was in stable condition.